Event description:
Customer noticed the small screw on the drive nut was missing. No alarms were received. Unit passed troubleshooting test. Customer switched to manual injections to forestall any interuption in delivery.